Event description:
See also manufacturer report 2032545-2008-07815. It was reported that while placing a bravo ph monitor, the capsule would not "deploy correctly". The capsule did not attach to the esophagus and fell off into the stomach. This was the second capsule attempted for this patient. A third capsule was successful. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.